Event description:
It was reported by the patient that the right ventricular lead had to be "adjusted" four days following the changeout of the device. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the right ventricular lead had to be adjusted four days following the changeout of the device. It was further reported that approximately ten days post-implant the left ventricular lead triggered a patient alert for impedance out of range. A loose set screw was found to be the cause. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the right ventricular lead had to be adjusted four days following the changeout of the device. It was further reported that approximately ten days post-implant the left ventricular lead triggered a patient alert for impedance out of range. A loose set screw was found to be the cause. The lead remains in use. Additional information was received via a journal article that was reviewed which contained information regarding this lead. Information was obtained through follow up that the patient received inappropriate therapy and/or the lead showed oversensing. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Referenced article: (B)(4).